Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that insulin was squirting out during the manual prime process. Customer's blood glucose level at the time 240mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.